Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the patient presented to the hospital because lead intergrity alert was triggered. The short interval counter was high and there was oversensing in the vtip-vring channel. Additionally, during lead revision, the helix could not be retracted. And it was noted the lead had grown together with the atrial lead. The lead was eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. This analysis revealed that the device recorded a lead integrity alert (lia) on (B)(4) 2010, 1 entry for ventricular fibrillation, 11 entries for supraventricular tachycardia/non-sustained tachycardia between (B)(4) and (B)(4) 2010; and lifetime sensing integrity counts of 580 for ventricular and 119156 for atrial between (B)(4) and (B)(4).